Event description:
The customer reported that the jaws of the device would not open while no on pt tissue. There was no pt injury. The device was returned to covidien and initial inspection noticed that the clear insulation was damaged and it failed hipot testing.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow up report will be submitted.